Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusions alarms. The customer's blood glucose (bg) was in the 280-300 mg/dl range. The customer administered a manual injection to address bg level. During troubleshooting with tandem technical support, the customer changed out the tubing but no insulin was exiting out of the cartridge. The customer was able to change out the cartridge and tubing successfully.